Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead. Programming changes were discussed; no changes or intervention was reported. There were no patient consequences.